Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 303 mg/dl on the customer's meter and 98 mg/dl on professional meter. No quality controls were run. No adverse event reported. Customer threw strips away; a replacement was sent.